Event description:
The hcp reported that the patient was experiencing numbness and was coming into their office in 2007, and they planned to do a dosage adjustment. The patient's current pump settings were morphine (10 mg/ml) and bupivicaine (10 mg/ml) at a rate of 2.553 mg/day. The hcp decreased the concentration of bupivicaine from 10 mg/ml to 5 mg/ml, but kept the morphine the same with a new dose of 5 mg/day - a bridge bolus was done. The next day, the patient called in saying that his pump was off because he wasn't feeling numb and was experiencing pain. The patient returned to the clinic the following day on the following day and a dye study was done. No problems were detected with the pump or the catheter. The catheter tip was at the t10 level which the hcp felt would explain numbness at the t10/t11 level. There were no plans to do anything more with the pump or catheter. The hcp said the patient had always felt more numbness with self boluses, so they increased the delivery time of the patient boluses from 20 to 40 minutes to help decrease the numbness. The hcp said that the patient was doing fine as of the same day, and they hadn't heard back from the patient since.